Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2020, the infusion set's tubing broke away from the clip. Patient blood glucose level was rising but was within range. Reportedly, there was no tugging or pulling on the tubing that she was aware of. No further information available.